Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure low alarm followed by a venous air alarm occurred during a routine hemodialysis treatment. Partial rinseback was performed due to clotting of the circuit resulting in an estimated blood loss of 140cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing rinseback of the patient's blood. Facility staff attributed the alarms and blood loss event to access issues as the patient has required intervention for their access since this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. Nxstage medical considers this report closed. No additional information will be provided.